Manufacturer narrative:
Section device mfg date has been updated based on product download. Performed visual inspection on the returned sensor patch and no issues were observed. A visual inspection on the returned puck and plug was performed and no issues were observed. DHR (device history record) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. An extended investigation has also been performed for the missing sharp and applicator and there was no indication that the sharp and applicator did not meet specification. DHR (device history record) for the libre sensor kit was reviewed and showed that the libre sensor kit passed all tests prior to release. The investigations showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as poking type of pain and infection. Customer had contact with a healthcare professional and received antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as poking type of pain and infection. Customer had contact with a healthcare professional and received antibiotics for treatment. There was no report of death or permanent injury associated with this event.